Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a guide detachment include, but are not limited to; challenging anatomy, high angle of insertion, excessive downward force, or aggressive downward or torsional pressure by user. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, the prostyle device separated into two pieces at the guide (where the metal piece meets the black sheath) at the beginning of the surgery when femoral access was achieved. The prostyle device was retrieved by just pulling it out. The sutures of two new prostyle devices were successfully pre-placed. The aaa repair procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.